Event description:
Sudden hyperglycemia noted while minimed insulin pump happened times 2, requiring hospitalization on (B)(6)2010 and on (B)(6)2010. Dates of use: (B)(6)2001 - (B)(6)2010. Diagnosis or reason for use: diabetes.